Manufacturer narrative:
Document review: quadra h femoral size 5 - ref. (B)(4)/ lot 092442. The quality and mfg documents (batch record) were reviewed for the lot 092442 (B)(4): all parameters concerning the mfg process steps were found to be conforming to specifications valid at the time of production. Thirty pieces of this lot were already implanted and no other incidents were reported. (B)(4). Medacta intl (B)(4) ratio is hence lower than the one reported in literature. There are no evidences that the fracture is device related; this injury is a known complication of total hip arthroplasty.

Event description:
Upon impacting the definitive stem, the femur fractured. It was reported that the fracture was small and pt recovery time was fine. No fracture fixation with cable was necessary. The pt was advised not to bend over for 60 days.